Event description:
Boston scientific received information that during a device check it was noted that the left ventricular pacing threshold measurements appeared high. The patient was scheduled for a replacement and interrogation noted no consistent capture at maximum outputs in any pacing configuration. The patient noted increased heart failure symptoms over the last six months. The physician believed this could be attributed to the loss of biv pacing. The patient underwent successful left ventricular lead replacement and this left ventricular lead was surgically abandoned and remained in the patient. The device was also explanted and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.